Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false depressed calcium results for multiple patients on the architect c8000 analyzer. The customer indicated the samples were repeated and generated results within the normal range of 8.4 to 10.4 mg/dl. An example of the false depressed result was provided, sample ID e297268771 generated an initial result of 5.4 mg/dl and repeat in duplicate generated 8.8 mg/dl. No specific patient information was provided and no impact to patient management was reported.

Manufacturer narrative:
The customer perform as needed maintenance including change water bath, clean cuvettes and clean the cuvette washer nozzles. Issue reoccurred and an abbott field service representative (fsr) visited the site. The fsr addressed the issue by aligning a cuvette wash nozzle and inspected the cuvettes; fsr found a small nut in the bottom of one of the cuvettes and replaced that cuvette. Field service verified the system function with a control run. A review of the architect serial (B)(4) service history identified no additional contributing factors and no subsequent issues have been reported. A review of complaint and trending data for architect cuvette and the architect c8000 identified no issues or trends. Review of the architect c8000 tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The architect c8000 erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c8000 analyzer was identified.